Event description:
It was reported that the patient presented with grade 3-4 functional mitral regurgitation (mr) and severe tricuspid regurgitation (tr) for a mitraclip procedure. During the procedure, a right-to-left shunt was observed after the mitraclip steerable guide catheter (sgc) was removed from the septum. The severe tr contributed to the right-to-left shunt. A non-abbott device was implanted to treat the atrial septal defect (asd).the mr was reduced to grade 1 post procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation associated with atrial percutaneous intervention was due to patient conditions. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention associated with percutaneous intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.